Event description:
It was reported that a pt underwent an initial laser procedure on (B)(6) 2011 without incident. The procedure "appeared" to be "normal" and there were no peri-operative complications. One week post-procedure, the pt had his catheter removed. The pt subsequently went into retention, the catheter was replaced, removed and the pt presented with some bleeding. The pt returned to the emergency room and the catheter was placed again. The pt was brought back to the operating room on (B)(6) 2011 where the physician observed a "large ball" of necrotic tissue which he evacuated. The physician noted a blanching of the trigone (6 o'clock position) and the dome of the pt's bladder (12 o'clock position). Post operation the pt is incontinent.